Event description:
The advocate stated his daughter received a blood glucose reading of 46mg/dl from her contour next link meter, retested on a different meter and received readings of 297 and 324mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. A new meter was sent at advocate's request.